Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported patient had residual astigmatism and experienced blurred distance vision with best corrected visual acuity value greater than two lines due to the inaccurate measurement with the system. The intraocular lens was explanted and replaced with advanced technology intraocular lens. There are multiple related reports for this facility. This report addresses the patient cp in right eye and other manufacturer reports will be filed.